Event description:
It was reported that a patient underwent a lumpectomy on (B)(6) 2023 and suture was used. The patient had sought medical attention due to a facial lump. During the procedure, the problem of pulling off suture needle happened. Reuse the suture after occurrence. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: - was there any adverse consequence associated with the patient? - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. - it has been reported that the suture, which detached from the needle, was reused. Could you please explain how it was reused? - what is the total number of products involved in this event? - it has been reported that this suture has experienced several instances of detachment. Please clarify if this occur during one or multiple patient procedures? - if multiple procedures, what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - what is the current status of the patient? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) ). Note: related events reported via 2210968-2023-07753.